Manufacturer narrative:
Dates estimated. The UDI is unknown due to the part/lot number was not provided. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article title: effectiveness of mitraclip therapy in patients with refractory heart failure.

Event description:
This is filed to report recurrent mitral regurgitation, mitral valve replacement, and heart failure. It was reported through a research article identifying the mitraclip device which maybe be related to recurrent mitral regurgitation, mitral valve replacement, and heart failure. Additionally, death reported was not related to the mitraclip device or procedure. Details are listed in the attached article, titled right-to-left shunt through iatrogenic atrial septal defect after mitraclip procedure. No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information regarding the complaint device was not provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported mitral regurgitation and heart failure cannot be determined. The reported unrelated deaths were a result of patient conditions as one patient passed away due to septic shock not related to the procedure and another patient died because of rejection after cardiac transplantation. Mitral regurgitation, heart failure and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.